Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was explanted.

Manufacturer narrative:
The product has not been received for eval. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon stated that the lens will be returned for eval. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 07/11/2008.